Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire was not returned with the lead. Using a sample of guidewire model attain hybrid, it passed through the lead coil lumen but would not extend through the distal end of the lead. The dried blood and tissue appeared to lock the guidewire in the lead distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the guide wire got stuck in the left ventricular (lv) lead and would not extend past the distal end of the lead. It was further noted that the guide catheter appeared to be kinked at the coronary sinus and may have been the related to the guide wire not advancing. The guide wire was removed with the lv lead and a replacement lead was implanted with no issue. No patient complications have been reported as a result of this event.